Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that endovascular neurointervention procedure was performed for left mca (middle cerebral artery) occlusion on (B)(6) years old female patient in nir (neurointerventional radiology). During the procedure it was reported that subject guidewire was sheared while being use. Thrombolysis in cerebral infarction (tici) scale was reported to be tici 3 recanalization (complete perfusion). No clinical consequences were reported to the patient due to this event. No other information is available.

Event description:
It was reported that endovascular neurointervention procedure was performed for left mca (middle cerebral artery) occlusion on 62 years old female patient in nir (neurointerventional radiology). During the procedure it was reported that subject guidewire was sheared while being use. Thrombolysis in cerebral infarction (tici) scale was reported to be tici 3 recanalization (complete perfusion). No clinical consequences were reported to the patient due to this event. No other information is available. Additional information received on 2/8/2022 indicated that subject guidewire peeling was noted at the back end of the wire while introducing it through the metal introducer during preparation of the device. After the issue was noticed, subject guidewire was not used and there is no patient evolvement. The physician replaced it with a new device and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 summary attached - updated . H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: an attempt had been made to shape the guidewire tip. The guidewire ptfe coating was noted to be peeling in multiple areas to 54cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional test: not required. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to preparation of the device, no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire, there was resistance encountered removing the guidewire from the dispenser hoop, the introducer sheath used with the guidewire during the insertion process. This is the problem. It¿s a metal introducer which causes the shearing. Need to have a plastic one so this stop happening, the torque device was not used with the guidewire, continuous flush maintained for the duration of the procedure, the patient¿s anatomy was not tortuous, there was no friction/resistance encountered during the procedure and there was no force used to overcome resistance. The coating issue was noted when putting through introducer. The wire sheared while being used i.e., peeling of wire. Often synchro wires has a ¿goo¿ like substance when introduced into microcatheter and make it¿s hard to track. This has been very well documented throughout synchro history and been a problem when using the metal introducer that comes with synchro. The shearing never enters the system but is always a hazard and this wire seemed to be worse. It happens when you use metal introducer that comes with synchro so can¿t say if its proximal or distal because it happens when putting wire through metal introducer. Shearing happens when wire is introduced, and goo comes off on back end of wire so never enters anatomy but can¿t use that wire again. It was removed by taking out the sl-10 microcatheter and wire together. There was no unanticipated medical procedures/treatments/therapy administered in relation to the alleged event or product malfunction and the procedure was completed successfully by opening a new wire. There was no unanticipated delay or prolongation to any medical procedures/treatments/therapy. Analysis of the returned device found scraping and peeling of the ptfe was evident in several sections from the proximal tip to approximately 54cm from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. An assignable cause of procedural factors will be assigned to the reported and as analyzed ¿guidewire ptfe coating peeling¿ as the issue is associated with a product that meets stryker design and manufacture and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that endovascular neurointervention procedure was performed for left mca (middle cerebral artery) occlusion on 62 years old female patient in nir (neurointerventional radiology). During the procedure it was reported that subject guidewire was sheared while being use. Thrombolysis in cerebral infarction (tici) scale was reported to be tici 3 recanalization (complete perfusion). No clinical consequences were reported to the patient due to this event. No other information is available. Additional information received on 2/8/2022 indicated that subject guidewire peeling was noted at the back end of the wire while introducing it through the metal introducer during preparation of the device. After the issue was noticed, subject guidewire was not used and there is no patient evolvement. The physician replaced it with a new device and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.